Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. Troubleshooting was performed and the customer observed insulin exiting the infusion set tubing. No damage was noted to the cannula. The customer declined further troubleshooting the issue and stated that the pump supplies would be monitored.